Event description:
Reportedly, for the procedure to heavily calcified cto lesion at sfa-popliteal, astato xs 20 guidewire and a support catheter was advanced after crossing failure with other guidewires. Devices could get endoluminal, but unable to reenter or recanalize. There was no passage with neither the support catheter nor the balloon. Physician decided to discontinue the procedure, and to remove everything. It was not possible to pull back the catheter and the wire, so while manually compressing the puncture site, removal was attempted, then it was noticed that the guidewire was broken. Breakage was thought to be at subcutaneous or just in the vessel by the cine monitor screen. It was thought that the guidewire kinked in the sheath which was luxated superiorly in the aorta. Pt was sent to surgery treatment to remove the broken fragment out. Pt is in good condition after the surgery.

Manufacturer narrative:
Investigation of returned devices revealed that the guidewire was broken at 62cm from distal end, the broken distal segment of the support catheter 22cm was placed over the guidewire and was stuck at the proximal end of the 62cm broken distal segment. The proximal segment of the support catheter, supposed to be placed over the broken proximal part of the guidewire, was not found in the returned items. Observation of the breakage sites of broken distal segment and proximal segment of the guidewire, and the breakages site of the support catheter showed very small radius curvature of deformation. It was deemed that the devices were looped and the loop was squeezed to small diameter before separation by accumulated force. Lot history review revealed no anomaly related to the reported event. No other product experience report was received for this lot.